Manufacturer narrative:
The customer reported that the device locked up during op check. This complaint remains under investigation. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device locked up during op check.